Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af) procedure. During preparation, once the faradrive sheath was inserted into the groin once the sheath was prepped. During aspirating the sheath, the air was pulled into the syringe and the valve of the sheath had blood back flow. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.